Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the pump had stopped working. No additional information was provided. This complaint is being reported because the reported issue has not been resolved at this time. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: testing of the returned pump indicated that the pump was operating correctly. The complaint that the pump had stopped working was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.